Event description:
It was reported that during femoral bone pin installation, 5mm pin was drilled into femoral bone, sheath was mounted and engaged into bone but upon tightening of the sheath, the femoral bone pin pulled out of the bone dislodging from it's fixation point. The surgeon relocated the femoral pin, re-drilled into bone and mounted sheath for proper fixation upon second attempt. No surgical delay or patient injury was reported.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar event. This failure mode is identified within the risk assessment. The naviopfs¿ system for unicondylar knee replacement released at the time of the complaint provides detailed instructions for placing the bone pins and tracker arrays. The user is instructed to instructed to keep the drill in line with the pin when attaching/detaching. The user's manual also states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for the navio¿ system provides a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. Factors that could have contributed to the reported event include the design of the bone pin. Changes were made to improve the design included developing a two-pin bone clamp system that will utilized two smaller pins and no sheath.